Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97745, (serial:(B)(6) ); product type: 0201-programmer patient; section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165, (serial: (B)(6) ); product type: 0200-lead; implant date: (B)(6) 2019; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they needed a replacement controller. Patient stated theirs broke and quit working many years ago. Patient stated they didn't really care until now because they needed an MRI (since they have issues with their neck and back and can't use their shoulder and right arm) and 2 places have turned them down since they didn't have the controller to turn the device off with.  Agent did troubleshoot equipment and advised to reset controller and after reset confirmed blinking green light and pts controller had not been charged in years. Pt would charge controller and then charge ins. Agent advised to charge controller and then can charge the ins. Pt mentioned she needed the MRI for shoulder/neck pain and needs the scan. Pt stated needed an MRI and hasn't used the ins for years and no one will do because the ins has been off and the facility said the device needed to be charged up and put in the MRI mode. Pt stated last time used the device wouldn't work and needs to be repaired to put in MRI mode. Pt mentioned that a lead is not connected and wondered about MRI. Pt stated the thing moved back and fourth for the past 6-8 months months or more which started on its own. Pt stated she did call hcp to get the device removed but with all the health problems had not gotten back. Pt stated the shoulder pain came and neck and just haven't had a chance as pt doing physical therapy and has gotten worse. Pt states the ins under bra and has scoliosis and bra rubbed over that location and thought that's what done it. Pt states just hanging down sideways and moves back and fourth. Pt states they have not done a x-ray to confirm this when agent asked. Pt stated they were going to have the device taken out before or after christmas but stated couldn't wait that long to have back and neck scanned as she's in severe pain.